Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. As the occlusions had occurred in the past and the customer had changed the supplies to the pump, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.